Event description:
It was reported that the customer experienced a bent cannula. The customer then changed out the infusion set, rewound the insulin pump, placed the reservoir in the pump and tried to prime. The customer received a compromised force sensor system alarm. The customer's blood glucose was 259 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer stated that she had already reverted to her back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised forces sensor system during prime test due to faulty force sensor resistor. The device had minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.